Event description:
It was reported that the shim was stuck between the top and bottom of the device. There was a gap between the shim and device, so it was not inserted correctly. Surgeon tapped the device with a mallet and it fractured. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g4, g7, h1, h2, h3, h6, h9, h10 h6: proposed component (annex g) code is mechanical (g04) - provisional top complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and fractured on the medial side of the post feature. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to user error. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.